Event description:
Pt was able to order more than a one year supply of contact lenses from (B)(6). At 18 months, pt developed vision condition secondary contact lens use. This may have been avoided had pt returned for yearly examination for contact lenses. However, having more than a one year supply allowed pt to extend the time between her examinations.